Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was outside of the deployment tube, while the tension spring components remained inside of the deployment tube. The plunger had been depressed on the hub assembly. The reported failure was confirmed for "seal would not deploy". Quality was unable to inspect for the seal alignment issue with the tension spring (silver pin) since the seal was outside of the deployment tube. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal was loaded correctly into the deployment tube. Staff inspected the seal alignment to the tension spring and observed that the silver pin was misaligned. This caused the seal not to deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.